Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09015. The pt received the scs system on (B)(6) 2010. It was reported the pt requested a system explant due reported she still experiences pain in her left knee and that she gets pain relief for a few days but her pain comes back. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.